Event description:
It was reported that the device stopped working occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced an unspecified malfunction which occurred 2 days after the wearable had been inserted in the arm. The patient reported that in the last probably 6 weeks, he has had 3 monitors dysfunction that did not work at all and the last time. On (B)(6) 2025, the patient reported that he administered low amount of insulin because the monitor was his last one and it broke in the morning when he was getting ready for work and he didn¿t had time to do anything so he didn't had any other way to monitor the bg readings because he was out of blood strips and that day. That day the patient experienced a severe hypoglycemic incident at work because the dexcom did not work. The patient did not receive any error message, there were no cgm readings. It just stopped working, more than 3 hours apparently when he was sleeping, and it did not come back. It was sunday, when he was at work, he could not even see clearly, and it started at 11:30am. The patient wasn't able to stand up or anything, he was able to sit up. And then he lost consciousness and passed out. The patient reported that there was no treatment provided. At the time of the report, the patient was still feeling dizzy, headache and shakiness. Data was evaluated and the allegation was undetermined. Confirmation of the allegation and probable cause could not be determined. The sensor session that started on (B)(6) 2025 at 08:27 am expired after a full ten days on (B)(6) 2025 at 10:57 am. At 10:58 am, the app delivered a sensor expired alert at 0% volume and was acknowledged immediately. No data is present within the investigation window after this time. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0122 movement disorder/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.